Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred 10 days after the sensor had been inserted in the abdomen. The patient developed inflammation, swelling, hard nodule, pustule, and an infection at the needle puncture site. On (B)(6) 2025, the patient consulted a physician who performed an incision and drainage at the insertion site to help relieve the pus and prescribed a course of unspecified oral antibiotic medication (500 mg twice per day for 10 days). The patient was advised to continue squeezing any new pus that developed at the insertion area. At the time of report the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code: nodule.